Event description:
It was reported that the indium study revealed a break in the catheter as it entered the epidural space. The patient was being scheduled for a revision of the distal portion. The patient was without therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a change in therapy effect; loss of efficacy. The hcp performed an indium study at .5ml/day to check for a micro fracture. The results were the catheter was dislodged. It was believed the catheter looked like it was barely in and going downward versus coming in and going up a few levels. A previous catheter dye study did not show any issues. The pump was previously delivering lioresal; currently the pump contained saline.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.(B)(4).